Event description:
Consultant reports that patient was implanted on (B)(6) 2013 with a l5-s1 posterior lumbar fusion. While inserting the right l5 screw, the handle for hook or screw hook holder broke apart at the base of the handle. The drive mechanisms within the handle came apart so it could not be used. All fragments and pieces of the handle were retrieved. Surgeon used the other handle in the uss set to complete the procedure successfully without delay. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Nemcomed (presently avalign technologies ¿ nemcomed) manufactured the handle for hook or screw holder, p/n 388.621, lot 5330285 (supplier lot 57341), per po 674224. The certificate of compliance (dated august 30, 2006), indicates the parts were manufactured to p/n 388.621, revision b. All parts were made to the correct material and required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet 388if621, revision a. There were no complaint-related anomalies, mrrs, or ncrs associated with this lot. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that the nemcomed (presently avalign technologies ¿ nemcomed) manufactured the handle for hook or screw holder, p/n 388.621, lot # 5330285 (supplier lot # 57341). The part initially conformed to the certificate of compliance (dated august 30, 2006) and inspected / conformed to the synthes incoming final inspection sheet # (B)(4), revision ¿a¿. Due to an unknown cause, the handle (p/n 388.621.2) is broken at the tapered end.device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. Upon examination of received instrument 388.621, the reported condition ¿broke apart at the base¿ was confirmed. Close examination of the broken area of the phenolic handle reveals that the fracture point apparently started at one side of the joint with the dowel pin which is consistent with the damage sign noted at the tip of one side of the dowel pin thus resulting in two detached pieces, one small triangular piece and one medium triangular piece. This evidence suggests that the fracture seen is most likely the beginning of brittleness deterioration of the polymer material. The involved lot was made on september¿2006 and it is over 7 years old. The most recent applicable top level and associated drawings of related components were reviewed. These drawings call out the appropriated dimensions, material and finishing processes for a successful handle 388.621 design. The hooks and side-opening screws for use around the lamina, pedicle, thoracic, lumbar or transverse process dictate the use of the instrument 388.621. Based on the results, no design issues were identified. Evidence suggests that the fracture seen is most likely the beginning of brittleness deterioration of the polymer material however no additional information or further testing material has been conducted to rule out this potential contributing source. Based on the results, no design issues were identified. Evidence suggests that the fracture seen is most likely the beginning of brittleness deterioration of the polymer material however no additional information or further testing material has been conducted to rule out this potential contributing source. (B)(4)